Event description:
As reported through the implant patient registry (ipr), during the transcatheter aortic valve replacement procedure the patient was implanted with two 26mm sapien transcatheter heart valves. Per additional information received from the edwards clinical specialist, the case approach was transapical, the first 26mm sapien transcatheter heart valve was positioned 60:40 (aortic) and upon deployment the valve moved slightly aortic to a 70:30 position. Transesophageal echocardiogram (tee) showed severe central aortic insufficiency and the non-coronary cusp of the sapien valve was non-functioning. An attempt was made to free the leaflet by probing the valve with a pigtail catheter. The patient's pressure remained stable, but there was persistent central ai. A decision was made to implant a second valve and this valve was deployed at the same location (70:30 aortic) within the 1st valve. The post procedural tee showed mild to moderate central ai. It was decided that the procedure results were acceptable and the insufficiency would improve within 24 hours. No further complications were noted, the patient remained stable during the procedure. During this case the image intensifier angle (iia) and coaxial alignment of the delivery system and the valve was described as good. Ventilation was held and there was no loss of pacing capture during valve deployment. There was moderate mitral annular calcification and mild ventricular septal hypertrophy. The patient's native valve/ leaflet calcification was described as bulky. Aortic root calcification was reported as mild. The patient's ejection fraction was 65%.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient and procedural factors likely caused or contributed to the event. It is possible the patient's severe/bulky native valve and leaflet calcification in combination with the valve moving further aortic during deployment (final valve position was 70:30 aortic) led to the non-functioning leaflet and resulting aortic insufficiency. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.